Event description:
It was reported that the device was explanted after implant duration of zero days, due to mitral insufficiency. Information learned from implant patient registry and from the healthcare provider's response.

Manufacturer narrative:
Device not returned.